Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her son got in the water with his pump on and his screen went blank. The mother stated that there is fluid under the lcd display. The mother stated that the pump was not dropped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.